Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 553 mg/dl and a bent cannula. Customer stated she could only low if she bloused with the pin. Customer did a complete set change. Customer symptoms were ketones and she was aching all over. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. High pressure test was performed and the device passed. Customer was advised of what causes high blood glucose and what to do to avoid them. No further information reported.